Manufacturer narrative:
Reporter occupation is patient/consumer. The meter and strips were requested for investigation. Replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of discrepant inr results with coaguchek xs meter (serial number (B)(4) compared to an unknown laboratory method. At 09:30 a.m. On (B)(6) 2022, a sample from the patient was tested using the meter, resulting in a value of 3.8 inr. At 10:30 a.m. On the same day, a sample from the patient was tested using an unknown laboratory method, resulting in a value of 2.69 inr. The patient¿s therapeutic range is 2.5-3.0 inr, with a weekly testing frequency.

Manufacturer narrative:
The evaluation conclusion code has been updated.